Event description:
Same case as MFR# 2134265-2012-01692. It was reported that during a percutaneous coronary intervention procedure the catheter froze on the guide wire. The lesion was not calcified nor tortuous. A choice pt guide wire was down the right coronary artery. The lesion was predilated with a 3.0mm x 20mm apex balloon. The ion otw us 20mm x 4.00mm stent was placed over the wire and they had trouble crossing the lesion. Upon removal of the stent delivery system, the catheter was sticking to the choice pt guide wire. They were stuck together. No other additional information is available. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. Batch involved was not provided by the customer. A DHR review was not possible since the suspect lot was not provided. The most probable root cause was unable to be determined. (B)(4).